Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the ultrasound tip was found bent before surgery. The procedure type was unknown. The surgery was performed and completed after replacing the tip with another one. No patient impact was reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip in a glassine envelope along with a tyvek label was received for the report of phacoemulsification tip was found bent. Sample was visually inspected and found to be conforming for bent condition. Phacoemulsification tip was inspected for nonconformances and bevel orientation was observed to be incorrect and not as per specifications. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of the phacoemulsification tip was bent. However, the complaint evaluation confirms that the bevel of phacoemulsification tip was incorrect and not as per specifications. The root cause is a manufacturing related as phacoemulsification tip bevel was oriented incorrectly and missed during inspection. An investigation was completed for the incorrect orientation of phacoemulsification tip bevel. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).